Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex femoral component, catalog #: 00596401752, lot #: 60296076. Nexgen stemmed tibial component, catalog #: 00598605701, lot #: 60275623. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital has retained the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01624 and 0001822565-2017-00186.

Event description:
It has been reported that the patient underwent a total knee arthroplasty twelve years ago. Consequently, the patient's femoral, tibial and articular surface components have been revised due to loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as it did not contribute to the event.